Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not recognizing closed since the magnet had fallen out. A field service engineer replaced the magnet to resolve this issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The drawer failed to stay closed. There were no adverse events or injuries reported based on this event.